Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump appeared to have moisture underneath the screen. The insulin pump kept alarming motor error and it was draining the battery. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. The insulin pump also alarmed motor position encoder error multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no unexpected low battery alerts or alarms noted during testing. The insulin pump passed displacement test, pump self-test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were in specification. The insulin pump was received with stuck motor error alarm loop during bolus delivery and e70 alarms in alarms history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform error test due to motor error alarms noted. The moisture damage was noted on all electronic assemblies. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.